Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and a 30 mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed. During post-deployment interrogation of the device, a thrombus was seen on the face of the implant via transesophageal echocardiogram (tee). Additional heparin was administered. The device position was decided to be inadequate and was fully recaptured. Procedure was completed with another 30 mm wds and the same was used after being aspirated and flushed. No adverse patient events were reported. The second device was successfully implanted. Patient is stable and was discharged.